Event description:
I had a hip replacement on (B)(6) 2009 during which the surgeon used the depuy pinnacle hp replacement system that included an altrx plus 4 plastic liner. I lived with continuous pain and discomfort to the point I saw the same doctor during the summer of 2012. After extensive test including bone scans I was diagnosed with severe osteolysis due to a deteriorated plastic liner. The doctor said "he doesn't typically see this deterioration for 15 or more years. When asked if it was an emergency that I take immediate action he stated 'it may not be an emergency at this very moment but you will be in urgent need of a surgery within a year." He said there was bone loss due to the osteolysis and that this would require prompt attention. Due to the significant osteolysis the hip revision surgery I underwent on (B)(6) 2013 required "breaking of my femur to remove the old stem which was replaced by a much longer one. It has been a year since this last surgery and I am still in pain and attempting to recover from what I believe should have never resulted in the need for the later surgery - a mere (4) years later!